Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for alleged rewind anomaly, failed battery test, possible under delivery anomaly and high bg on (B)(6) 2022. Pump passed active current measurement, sleep current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, and displacement accuracy test. Pump successfully downloaded using thump and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insulin flow blocked alarm was not found in pump downloaded history. Pump's memory was reviewed and no alarms or anomalies were noted. No unexpected alarms noted during testing or found in pump downloaded history. However, verified the pump alarmed low battery alert on 11/07/2022 at time 13:42:00.000 and failed battery test on 11/19/2022 at time 15:18:09.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and fading serial number label. In summary, pump passed required testing. Customer alleged for possible under delivery anomaly was not confirmed. Failed battery test not observed during testing. Failed battery test not confirmed. Rewind anomaly was not confirmed during analysis. Unable to confirm high bg. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported unexpectedly high blood glucose and the insulin pump rejects new batteries. The customer also reported the pump took a long time to get rewind. No further details were provided. Troubleshooting was not performed as the customer did not pick up the call. No harm requiring medical intervention was reported. The customer will continue the use of the pump and the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.